Event description:
The pt received an "add+ appr" one year ago. During the x-ray control with function tests, it was detected that the implant did not maintain its height. "It grows." Three months ago the pt had a revision operation. The pt has no discomfort at this time.

Manufacturer narrative:
We look after the production order and the material specifications and there were no meanderings.